Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient surgical ipg site had reopened and as such surgical intervention took place, where the physician scrubbed out the opened wound and did an ipg pocket revision to ensure no infection was present. The physician closed the wound and treated the patient with oral antibiotics. Patient is in stable condition and therapy was restored.

Manufacturer narrative:
Date of event is estimated.